Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. An upstream occlusion (uso) seal buckling, uso seal partially lifting was noted. Functional testing was performed. The latch lock test, upstream occlusion test and downstream occlusion test was failed. The latch lock sensor was found to be defective. The allegation made by the complainant was confirmed. The probable root cause of the reported issue is defective main board. The downstream occlusion (dso) seal and uso seal were replaced and calibrated uso. The device passed all functional testing after repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was found during investigation of a returned pump that the latch lock sensor was damaged. There was no patient involvement and no harm/adverse event reported.